Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and functional test of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the thermocool® smart touch® sf bi-directional navigation catheter. A magnetic sensor functionality test was performed, in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. However, the hole at the pebax with reddish material inside it could be related to the magnetic sensor issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that the carto 3 system displayed error 116: magnetic sensor error when ablation was activated and the visualization of the catheter was erratic. There was no difficulty maneuvering the catheter reported by the physician, but when the catheter was removed, the physician noted that there was blood within the tip of the catheter. No obvious damage was seen but perhaps it was smaller than the naked eye could detect. To troubleshoot the cable was replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. The customer¿s reported magnetic sensor error is not considered to be an MDR reportable issue since the incidence of magnetic sensor error is easy detectable by the user and the most likely consequence is an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death is remote. Additionally, and the issue of blood observed inside the catheter tip is not MDR reportable since there was no indication that the integrity of the device was compromised after indicating there was no obvious damage to the device. On 7-jun-2022, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and reddish material inside it. This finding of a ¿hole in the pebax¿ is considered to be an MDR reportable malfunction.